Event description:
Reporter stated this homecare pt had bleeding at the stoma site and the device balloon leaks. An rx antibiotic was applied to the site. One pt involved. Note: event date given is approximate.